Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient¿s caregiver reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 600 mg/dl. The user was transported to the hospital by emergency medical services where intravenous insulin was administered and the user was treated and discharged on (B)(6) 2025. No long-term health effects were reported.